Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an image issue on the video processor. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that scope communication could not be conducted properly, and no image occurred because video connector pin was clogged by dust. The event can be prevented by following the instructions for use: important information - please read before use clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the video system center may break down and get damaged from overheating. 8.2 storage store the equipment in the level position in a clean, dry, and stable location. Olympus will continue to monitor field performance for this device.